Event description:
Boston scientific rec'd info that this right ventricular lead became dislodged. After three attempts to reposition the lead, the physician decided to extract the lead. A new lead was successfully implanted. No adverse pt effects were reported. This lead was removed after unsuccessfully attempts to reposition it. At this time, the device has not been returned to boston scientific for analysis. There is no add'l info available. If further info becomes available this event will be reopened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.